Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at the time of the call and planned to contact technical support again once able to attempt a reset.